Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient reportedly was no longer able to receive benefit from the device. An integrity test was attempted but connection to the device was unobtainable. This is a confirmed device failure. Explant and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010, during the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4) 2012.